Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: ¿a second clamp (lot k4cm7y) was used, but clips badly and slipped. A problem on the jaw was found.¿ please describe ¿bad clips¿ more in detail, were clips: scissored, incomplete closed, extended distally or show restricted advancement? As described before, the clips would come out by two from the first applier, the second one preventing then the second one from closing. Please specify the problem on the jaw found. One of the jaws didn¿t seem totally straight, a little crooked. Did anything unexpected happen prior to this incident? No. Did the procedure drive the need to apply torque or twisting of the device? The surgeon tried to seize the applier stronger on the arterial channel. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? The clips could be seen but seem to be blocked from the cartridge. What were the patient¿s pre-existing conditions? Mitral defect. Does the patient have any relevant history of surgical treatments? If so, what? No. Is the patient expected to have a full recovery? To date , yes. What is the patient¿s current status? What do you mean but ¿current status¿ ? The patient has come back to ¿normal life¿ with a very regular medical supervision. Is the surgeon an experienced user of this product? Yes indeed. Please clarify what is meant by ¿clips not slipping properly?¿ was this related to a feeding or forming issue of the clip? Seemed to be blocked from the cartridge was the clip loaded off targeted tissue prior to firing? No. What is the age of the patient? One month. Was there an increase time of surgery? How long? Yes about 30mn. How much blood loss? Was a transfusion required? Not measured but didn¿t show a need for blood transfusion. But the surgeon has to convert into thoracotomy to suture the arterial channel.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿clips not slipping properly?¿ was this related to a feeding or forming issue of the clip? Was the clip loaded off targeted tissue prior to firing? What is the age of the patient? Was there an increase time of surgery? How long? How much blood loss? Was a transfusion required?

Event description:
It was reported that during a visceral procedure, operation of closing the ductus arteriosus in a child, upon activation of the first ligamax clip the clips came two by two. The second prevents the first to close, so no proper clip could be made. Then the clamp was discarded. A second clamp was used, but clips badly and slipped. A problem on the jaw was found. As the clips are not slipping properly, the surgeon had to push harder on the ductus arteriosus, which was then torn. The patient was therefore thoracotomy emergency to complete the procedure.